Manufacturer narrative:
Device was used for treatment, not diagnosis catalog number was reported incorrectly as 352.040 on initial medwatch.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is pursuant to a (B)(4). The information contained in this report is corrected or additional information not provided in the user facility medwatch. This report is for an unknown reamer head. This is report 1 of 3 for complaint (B)(4).